Event description:
The reporter states that he obtained a 352mg/dl and 147mg/dl blood glucose comparison on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported.